Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a breach in the insulation due to degradation adjacent to the connector boot at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.